Event description:
All holter devices were displaying error code 602. All holters failed to operate starting (B)(6) 2020. After many investigations and followup with the manufacturer, there was an issue with their system identifying year 2020, which caused all systems to fail. Manufacturer response for long term recorded, trillium (per site reporter). On (B)(6) manufacturer identified the bug and will be issuing a software update to fix it. We have no eta for the fix.